Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser advised the chair does not stop and coasts off causing him to hit arm on table and that chair does not go in a straight line.